Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
D9. Returned to manufacturer: yes, date returned: 06/26/2024, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, other reason blank device returned to mfg: yes, h10: blank. D9. Returned to manufacturer: yes, date returned: 06/26/2024, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, other reason blank device returned to mfg: yes, h10: blank.